Manufacturer narrative:
Philips investigated this complaint. Based on the additional information collected, the system was being used for planned coronary treatment. The procedure was completed after restarting the system, resulting in a delay of less than 20 minutes. The philips fse inspected the system on site and confirmed the reported issue. A review of the log file showed that the system could not access the x ray generator. Upon troubleshooting, the fse found a generator connection error, as there was no communication with the generator. The issue was resolved after performing a complete cold restart. The system was then returned to use in good working conditions. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by cold restart with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on investigation outcomes.

Event description:
It has been reported to philips that the system could not access x-ray generator, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.